Event description:
It was reported that during a orif clavicle, the 2.0 drill become stuck in the 2.0/2.7mm double-ended drill guide and snapped off. No pieces fell in patient. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation. However, the photograph was reviewed, and revealed that the device shows signs of wear and a drill is in the guide sleeve. However, through this inspection it cannot be confirmed that the drill is stuck in the sleeve. Device batch number for the guide was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the guide, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file of the guide revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this guide and event. Device specific identifiers were not provided for the drill. Therefore, an evaluation of the manufacturing records, complaint history review and prior actions review could not be performed. A review of the risk management file of the guide revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.